Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) setscrew detached from the header and remained on the torque wrench. It was noted that when connecting the lead, the screw would only click once and no more. The physician didn¿t think that felt right so the physician tried several times to unscrew the lead and it would not unscrew. Eventually the setscrew clicked, and the lead was released. When the wrench was removed, the setscrew was still attached to the wrench and detached completely from the header. The wrench was checked, and no issues was found. The device was not used, and another device was used for implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.